Event description:
It was reported that the patient experienced vaginal and leg pain allegedly due to mesh erosion. Per email received from ibc representative on (B)(6) 2019, patient received a trans-labial scan followed by an MRI and the mesh was completely excised last week.

Manufacturer narrative:
The device was not returned for evaluation. The product family for this unknown avaulta - bard product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the unknown avaulta - bard product ifus are found to be adequate based on past reviews. A potential root cause of the reported event could be that the patient was not assessed for suitability and was not a good candidate for this surgery, either because the physician did not know to check the patient for suitability, or the physician did not know what makes a patient suitable for the procedure. Corrections: b1, b2, h1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced vaginal and leg pain allegedly due to mesh erosion.

Manufacturer narrative:
The device was not returned for evaluation. The product family for this unknown avaulta - bard product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the unknown avaulta - bard product ifus are found to be adequate based on past reviews. A potential root cause of the reported event could be that the patient was not assessed for suitability and was not a good candidate for this surgery, either because the physician did not know to check the patient for suitability, or the physician did not know what makes a patient suitable for the procedure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced vaginal and leg pain allegedly due to mesh erosion.